Event description:
It was reported that the presenting electrogram (egm) of this right atrial (ra) lead was flat for a period of four seconds during a ra automatic threshold test (raat). Technical services (ts) analyzed the presenting electrogram (egm) and recommended a chest x-ray to verify lead location and further evaluation. Patient was further tested in clinic and lead measurements were within normal range. No adverse patient effects were reported. Currently, this lead remains in service.